Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated the implant seems to have migrated and hurt like it has turned in its positioning. Patient said now they are having difficulty charging and it is taking exceptionally longer to charge and is much more finicky if they move at all when charging. Patient also said they have been having issues with the controller frequently. When they wake the controller up to connect and charge, the controller will say the controller battery is low and needs to be recharged even though the controller is at 100%. Patient has tried resetting the controller and it will work for a week or two and then it does it again for several days and it has done it once a week, maybe a little, maybe once every 5 days. Agent asked if patient had any falls or trauma and patient said no, no weight loss or weight gain. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the device. Pt states she is in discussion with her dr about this all and they are looking to replace the ins and or reposition this.